Event description:
It was reported that in the literature review entitled "successful debulking of vegetation extending into the right ventricle using a steerable sheath and leadless retrieval system", a patient passed away due to an unknown cause. There were no allegations made that the patient's death was caused or contributed to by their implanted system or system related procedure.